Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer reported that last few days her blood glucose has been high and she had changed the reservoir and tubing and when she took the reservoir out it was wet but she felt the tubing wasn't attached and she didn't get a no delivery alarms. Patient's blood glucose at time of incident was 400mg/dl. Patient's current blood glucose was 413mg/dl. The customer treated it with manual syringes. Based on customer report customer does not allege pump was under delivering. Customer stated the drive support cap appears normal. Customer does not have a tubing clamp available. The customer declined all troubleshooting and wanted pump replaced since she didn't get a no delivery alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, self test, operating currents, off no power, unexpected restart error test, rewind test, basic occlusion test, occlusion, prime test and excessive no delivery test. The device was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and stained address, serial number label.